Event description:
The physician's dell x5 computer and related software were received on (B)(4) 2012 by the manufacturer and product analysis was completed. There were no anomalies found with either the handheld or flashcard. Both the handheld and flashcard performed according to functional specifications. The reported "frozen screen" on the start interrogation screen was not verified.

Event description:
It was reported on (B)(6) 2012, that the physician that his handheld was having intermittent problems that was causing him to be unable to interrogate patients. He further explained that the handheld will intermittently freeze on the start interrogation screen and sometimes a hard reset will not resolve the issue (the handheld will go through the reset and then freeze again at the start interrogation screen). All of the physician's patients have been successfully interrogated as other programming systems have been available to the physician. The handheld and software have not yet been returned to the manufacturer for analysis.